Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, no; damaged jaws, no; damaged feed bar, no; damaged handle shrouds, no; damaged tip shrouds, no; damaged trigger, no; damaged tube, no and damaged weld seams, no. Functional tests & results: antibackup functional, n/a; firing: feed conform, n/a; firing: form conform, n/a; jaws: hold clip, n/a; lockout functional. N/a and number of clips fed and formed, n/a. Analysis conclusion: based upon the inquiry info rec'd and the visual examination, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned empty and locked out. No testing could be performed as the instrument was returned empty. The instrument is designed to lockout when all the clips have been fired. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
The device was used during a colostomy procedure. It was reported by the affiliate that the device fired two clips at the same time. There was no pt consequence.